Manufacturer narrative:
Concomitant medical products: d354drg ICD, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Troubleshooting revealed that the superior vena cava (svc) coil on the rv lead was high and out of range. The lead was suspect of a fracture. The lead was scheduled to be replaced. It was further reported that the lead was implanted after the use before date (ubd) had expired. The lead remains in use. No patient complications have been reported as a result of this event.